Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. No physical return of product has been provided, no analysis possible.

Event description:
(Toothbrush fell apart in mouth and) choked [choking]. (Toothbrush fell apart in mouth and) coughed [cough]. Toothbrush fell apart in mouth [device breakage]. Case description: a consumer of unspecified age and gender reported that he or she was brushing his or her teeth on (B)(6) 2016 with an oral-b rechargeable toothbrush, version unknown and the oral-b brushhead, version unknown fell apart in his or her mouth. The consumer choked and coughed and couldn't figure out what was in his or her mouth; then he or she spit out the brush of the toothbrush. The consumer noted that it was a shock that the toothbrush fell apart in his or her mouth, as the broken part of the brush was the lower one (and the largest one). The case outcome was recovered. No further information was provided. On (B)(6) 2016 received follow-up from consumer: the consumer reported that the toothbrush handle he or she had was an oral-b power rechargeable toothbrush handle vitality (B)(4). No further information was provided.